Event description:
The provider indicated that the patient's voice had improved but was not back to 100%. Attempts for additional relevant information have been unsuccessful to date. No known interventions have occurred to date.

Event description:
It was reported that a patient had vocal cord paralysis which started on the day the patient underwent vns surgery. Lead impedance was noted to be within normal limits at implant surgery. The patient was referred to an ear, nose and throat physician for evaluation and is also planning to follow-up with her implanting surgeon. Attempts for additional relevant information have been unsuccessful to date.